Manufacturer narrative:
G4:23feb2021; b4:24feb2021. Device was evaluated by the service technician and the product event was confirmed. The service technician replaced the cable, mmi board to touch screen and rp-cable, flex circuit. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement.